Event description:
A customer reported an issue where, after completing the fill tubing process, the system redirected them to the change cartridge process. This caused the customer's blood glucose level to register as "high," although the specific value was unknown. To address this, the customer used a correction injection method via manual insulin delivery and did not require any assistance from a third party. Initially, the customer did not have the pump on hand for troubleshooting but planned to contact support for further assistance. The customer later called back, received help on their case, and the technical support team closed the case.